Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported after injection of nasolabial folds with one syringe of juvéderm volbella® xc, an hour later the patient reported the left side nasolabial fold was turning darker than the rest of the face. It was confirmed the patient had a vascular occlusion. It was confirmed a 30 gauge needle was used. Patient's symptoms are ongoing.